Event description:
Please refer to medwatch manufacturer report number 2954917-2012-00039. This report is for the second device involved in the case. Patient was a (B)(6) male with a basilar artery (ba) occlusion. Physician made one pass with a merci retriever v2.0 soft and two passes with a merci retriever v 3.0 firm. A CT scan right after procedure revealed a subarachnoid hemorrhage (sah) at interpeduncular cistern. The 12 hours post operation, the sah expanded to cerebral base and also hemorrhagic infarction at brainstem was confirmed. Patient had a thrombolysis in cerebral infarction (tici) score of 3 after treatment. Tissue plasminogen activator was not administered to the patient. Medical intervention was not performed. Physician stated that the retrievers were used under aspiration. Physician believes that this probably led to collapse of vessels, damage to intima, or drawing out of perforations which attributed to the sah.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 3.0 firm device could not be reviewed.